Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic va lvuloplasty (bav) was not performed. A post-implant bav was performed for an unspecified paravalvular leak (pvl). The valve dislodged. A second valve was implanted. The pvl resolved after the second valve was implanted. No additional adverse patient effects were reported.